Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate MFR medwatch number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi). The sutures of one proglide device were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the tavi procedure was completed. An additional proglide device was deployed; however, a suture break occurred when the physician pulled tension on the blue rail suture from of the proglide. The pre-placed proglide sutures of the other proglide along with the sutures of an additional proglide were used in attempt to achieve hemostasis; however hemostasis was not fully achieved; therefore, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.